Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclips (cds0601-ntr, lot 80514u155 and lot 80802u125) referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the clip movement with tissue damage. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the anatomy. The first ntr clip delivery system (cds 80310u155) was advanced to the mitral valve. Multiple attempts were made to grasp the leaflets due the challenging anatomy. It was then noted that the grippers were not lowering. The clip was not implanted and the cds was removed and replaced. A new ntr cds (80802u125) was advanced to the leaflets; however, grasping was difficult and it was again noted that the grippers were not lowering. The clip was not implanted, and the cds was removed. The device was tested outside the anatomy and it was found that the grippers were stuck against the cds shaft. The gripper line was removed, and confirmed to be intact. A new cds was used, and the clip was implanted successfully. An additional xtr cds (80723u116) was advanced to the mitral valve. The clip was deployed; however, after the deployment the entire system was retracted quickly while the clip was still attached to the gripper line. The leaflet insertion changed drastically and the clip was very mobile. Leaflet/chordal damage was suspected as the mr returned to 4+; therefore, the patient was then sent for open heart surgery the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond and poor image resolution appears to be due to the challenging patient anatomy of a thickened anterior leaflet with prolapse in the lateral commissure. Additionally, the reported tissue damage was due to the user technique of removing the clip delivery system (cds) before removing the gripper line. Subsequently, this likely resulted in the unchanged mitral regurgitation (mr) which was due to suspected tissue damage; however, this cannot be confirmed. The reported patient effects of mitral valve injury and mr as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. The cds was removed prior to removing the gripper line which is considered use error. It is possible that the use error could have potentially resulted in partial clip movement; however, this cannot be confirmed. It should be noted that the mitraclip system instructions for use (IFU) instructs that the mitraclip system removal should be performed after gripper line removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.